Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the cgm reading on the pump display read low and was at times 40 and 50 mg/dl. No fingerstick was taken and the patient self-treated for the suspected hypoglycemia. When the patient experienced feeling sick, throwing up, cold, and was thirsty, they checked the cgm reading on their dexcom app, and the cgm reading was high and an alert sounded for the high reading. The patient drank water to stay hydrated and was brought to the hospital at 08:30am by their wife. The patient has been incoherent at that time and stated that he had gone into a diabetic ketoacidosis state. When a fingerstick was taken at the hospital the cgm was reading high, and the blood glucose reading was 548 mg/dl. At that time the pump display was still reading low. The patient was admitted into the intensive care unit (ICU) and received intravenous treatment. The patient was discharged on the next day. At the time of the report the patient was stable. 4 days before the event the patient had an upper respiratory infection and took prednisone 20mg during those days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the b zone of the parkes error grid at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - e2301 alteration in body temperature.